Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficulty removing the lock line which has the potential to cause or contribute to patient injury. It was reported that one mitraclip was successfully deployed in a patient with degenerative mitral regurgitation of 4. The second mitraclip was positioned and ready to be deployed. The cap to the lock line was removed and after the two ends of the lock line were separated from each other, a knot was noted. The sleeves were removed and it was thought that the line was unknotted; however, after about 5 mm of lock line was removed, resistance was noted. A knot was observed in the lock lever. The lock lever was cracked open and a clamp was used to grasp the knotted lock line and remove it, successfully deploying the clip. Mitral regurgitation was reduced to 1. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that user technique/procedural conditions likely contributed to the formation of the knot in the lock line. The difficulty removing the lock line was a secondary effect of the knot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.